Event description:
Journal reference: balash et al. "Suicidal thoughts in patients with parkinson's disease treated by deep brain stimulation of the subthalamic nuclei: two case reports and review of the literature" acta neuropsychiatrica 2007:19:3: 208-210. Two patients with serious life-threatening depressive episodes are described. A female patient with a history of parkinson's disease, tremor, rigidity, dyskinesias, akinesia and leg dystonia was successfully treated with dbs. Significant motor skill improvement was observed. Some dysphasic dyskinesia was noted two months post-op thought to be related to overstimulation of the left stn electrode. Non-invasive adjustments (decrease) of the stimulation level corrected the dyskinesia. Following the adjustment the patient's dyskinesia was improved but within 24 hours she experienced severe and persistent depression symptoms with suicidal thoughts. She was hospitalized in the psychiatric clinic and treated with fluoxetine and venlafaxine. Restarting levodopa (500 mg/day) resolved the depression symptoms in a few hours. Follow-up at one year found the patient on a small dosage of levodopa with no depression symptoms.

Manufacturer narrative:
Journal reference: balash et al. "Suicidal thoughts in patients with parkinson's disease treated by deep brain stimulation of the subthalamic nuclei: two case reports and review of the literature" acta neuropsychiatrica 2007:19:3: 208-210.